Event description:
This event was inappropriately reported. The event occurred during the implant procedure, and as such it could not have caused serious injury to the patient.

Manufacturer narrative:
The field experience reported was confirmed in the laboratory. It is believed the device detected and delivered therapies due to noise. The noise stored in the egms appeared consistent with that caused by a lead fracture. The device's header wires were x-rayed. No anomalies were found. The device's functionality was tested on the bench and on the automated test system. The device met all specifications.